Event description:
It was reported that the patient complained of feeling dizzy and having little energy. Electrograms showed a lack of ventricular capture and atrial pacing appeared to capture the ventricle. A chest x-ray revealed that both leads had dislodged. Lead revisions were performed with no further complications.